Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display and no unexpected battery power loss alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 260 mg/dl. The customer reported that the display was not blank less than 30 seconds and did not return. Troubleshooting was performed and the display did not return after restart. The customer also reported that the insulin pump had a replace battery alert without low battery alert. The customer reported that it was the first occurrence of the alarm. The insulin pump will be returned for analysis.